Manufacturer narrative:
The device was received by resmed for an engineering investigation. The evaluation confirmed a single occurrence of system fault 74, however, performance testing could not reproduce the device fault. Based on the evidence and previous investigations of similar complaints, it was determined that the reported system fault 74 was due to a software issue. The software was upgraded to resolve the issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.